Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the depth gauge for 2.7mm and small screws broke off. There was no negative impact to patient and no delay in surgery. This event did not contribute to a death or injury. There was no human patient involvement with this event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This was for a veterinary procedure, so no patient information will be reported. Device is an instrument and is not implanted/explanted. Device has not been returned to the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.